Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl range. Low bg cause was not known. Customer received assistance and was treated with a glucagon injection to address low bg. Customer was subsequently hospitalized and was treated with intravenous fluids of saline and insulin. Customer was released from hospital on (B)(6) 2020, with no permanent damage.